Event description:
Information received from attorney alleges medtronic was "negligent in marketing, advertising, labeling and distribution of the artifical aortic valve." Plaintiff also alleges medtronic was negligent in failing to advise the hcp that the valve was of improper size for plaintiff's aorta." Plaintiff "has sustained permanent and lasting physicial disfigurement and amputations, cognitive, visual and functional losses from a negligently performed surgical procedure." The device was removed and was replaced.